Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer results of third-party testing, the device evaluation and the complaint investigation. The device was evaluated where no abnormalities were found that could have led to the reported event. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 10 colony forming units (cfus) of enterococcus faecalis. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.